Event description:
The device was received for service. The event history was reviewed by baxter service tech and failure code 808:03 was found. Despite baxter's efforts to obtain additional info, no further info was available at this time regarding whether or not there was a report of any pt injury or medical intervention caused by the failure of this device. Info regarding whether or not the device was in use on a pt when the failure occurred was not available and no additional contact info was provided.